Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 06/02/2025: an additional ar-1588rtt2 fibertag tightrope ii implant was opened, the graft was removed from the knee, new tightropes were placed, and the graft was shuttled back into place to complete the case. There was a case delay of thirty to forty minutes. It is uncertain if added anesthesia was administered to the patient. No adverse effects were reported on or after the surgery.

Manufacturer narrative:
Additional information: the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper device surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and the evidence received cannot be opened, most likely due to damage or a corrupted file.

Event description:
On 05/07/2025, a distributor reported via email that an ar-1588rtt2 fibertag tightrope ii implant broke during shuttling through the femur. The white sutures threaded through the oblong button snapped in half during shuttling. The broken piece was retrieved from the patient, and the case was completed without further details provided. This was discovered during an acl reconstruction procedure on (B)(6) 2025. Additional information has been requested on 05/29/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.